Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The visual evaluation of the received knee scorpion ar-12990 with batch 15186526 did not show any external damages. However, during functional testing with a test needle (ar-12990n, batch 12937484) revealed the needle could not be completely inserted (see evaluation picture 1). This indicates a blockage of the cannulation which is probable due to a broken fragment of the used needle inside the shaft. The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tip of the needle broke and was stuck inside the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.